Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and asked if it was ok to continue using their liberty select cycler knowing that a fluid leak had occurred the previous night. The patient stated they were in their last cycle when the leak occurred. The patient said fluid was coming from under the cassette door. The disposable supplies from the treatment had already been discarded at the time of the reporting. The ts specialist advised the patient to continue using the cycler and to call back if any alarms or messages occurred. Multiple attempts to follow-up with the patient for more information were unsuccessful. Follow-up with the patient¿s pd nurse was successful, but the nurse was not aware of the reported event. The nurse confirmed they had spoken to the patient since the date of the event. They said the patient had been completing their pd treatments on the cycler and did not report having any issues. The pd nurse confirmed the patient was trained to perform manual pd therapy, and they said the patient had the necessary supplies for this. The patient did not complain of experiencing any symptoms or adverse effects. According to the nurse, if the patient was not feeling well, they would have made it known. The pd nurse confirmed the patient would not have kept the cycler set that was used when the leak occurred. No further details could be provided during follow-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and asked if it was ok to continue using their liberty select cycler knowing that a fluid leak had occurred the previous night. The patient stated they were in their last cycle when the leak occurred. The patient said fluid was coming from under the cassette door. The disposable supplies from the treatment had already been discarded at the time of the reporting. The ts specialist advised the patient to continue using the cycler and to call back if any alarms or messages occurred. Multiple attempts to follow-up with the patient for more information were unsuccessful. Follow-up with the patient¿s pd nurse was successful, but the nurse was not aware of the reported event. The nurse confirmed they had spoken to the patient since the date of the event. They said the patient had been completing their pd treatments on the cycler and did not report having any issues. The pd nurse confirmed the patient was trained to perform manual pd therapy, and they said the patient had the necessary supplies for this. The patient did not complain of experiencing any symptoms or adverse effects. According to the nurse, if the patient was not feeling well, they would have made it known. The pd nurse confirmed the patient would not have kept the cycler set that was used when the leak occurred. No further details could be provided during follow-up.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.